Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot number 9682207) was reported to have been impeded in the microcatheter hub of an unspecified microcatheter (mc) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the y connector. The stent and y connector were removed, and a new stent was used to complete the surgery without replacing the microcatheter. There were no reported patient injuries or adverse consequences, and no procedure delay occurred. Additional event information was received on 24-nov-2025 indicating that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was a prowler select plus 150/5cm (product code 606s255x). The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event. One photo is attached to the complaint file. In such photo, placed on top of the enterprise package, the coiled protective tubing is captured, at one end a portion of the wire can be seen, however the distal end is not captured in the image. In the middle a y connector can be seen, it appears to have something inside, however due to the distance from which the photo was taken it cannot be determined what¿s inside the connector. The device was returned to j&j medtech for further evaluation. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was found detached in the hub of the concomitant microcatheter (non-j&j) detached from the delivery unit. The stent was removed without difficulties. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue documented in the complaint regarding the stent being impeded in microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9682207. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - do not partially deploy the stent from the introducer. - do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. - confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. One photo is attached to the complaint file. In such photo, placed on top of the enterprise package, the coiled protective tubing is captured, at one end a portion of the wire can be seen, however the distal end is not captured in the image. In the middle a y connector can be seen, it appears to have something inside, however due to the distance from which the photo was taken it cannot be determined what¿s inside the connector. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint regarding the stent being detached cannot be evaluated with the available image. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action activity is required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot number 9682207) was reported to have been impeded in the microcatheter hub of an unspecified microcatheter (mc) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the y connector. The stent and y connector were removed, and a new stent was used to complete the surgery without replacing the microcatheter. There were no reported patient injuries or adverse consequences, and no procedure delay occurred. Additional event information was received on 24-nov-2025 indicating that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was a prowler select plus 150/5cm (product code 606s255x). The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event.